Event description:
The customer reported a system lock up that was cleared by a reboot. No patient was injured.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not reproduce the problem and found no errors. He left a fluke power event log on site. The rep visited the site twice for testing and still was unable to reproduce the problem. The system is functioning as intended.